Event description:
Per the clinic, the patient was a non-user so the device was electively explanted on (B)(6) 2023. There are no plans to re-implant the patient.

Manufacturer narrative:
This report is submitted on october 31, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 26, 2023.